Manufacturer narrative:
This product is manufactured in the u.s., but is not marketed in the u.s. Device evaluation: product evaluation found that the lens was returned dry. Visual inspection found that haptic was torn/ broken/ bent/ deformed. Foreign material (hair) was found on lens surface. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2 mm vticmo13.2 implantable collamer lens, -18/+4.5/112 diopter, was noted to be torn/ broken before injection into the patient's eye. The lens was not implanted and there was no patient contact.